Event description:
Protocol went to stage 3, the operator noticed a sound that the belt was speeding up. The operator hit "end exercise" the treadmill grade went down, but the speed continued to increase. The operator pushed the "red man" button but there was no response. The pt jumped off the treadmill. The operator hit the "emergency stop" on the treadmill, the belt stopped. "The pt was not injured."